Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of 30 (mg/dl). Orange juice was consumed to address bg level. Reportedly, customer believes they may have misread their continuous glucose monitor in comparison with their blood glucose meter. Recommendation was made to consult with their health care provider to discuss diabetes management.